Manufacturer narrative:
Based on further information received, section a2 (age at time of the event and date of birth) was updated. The device was not available for return, therefore no evaluation of the device could be performed by edwards. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's age at implant.

Event description:
Edwards received notification that a 31mm 7300tfx valve model implanted in the mitral position was explanted after an implant duration of 4 years and 9 months due to severe calcification leading to stenosis. This case involved a 29-year-old patient. A mechanical valve was successfully implanted in replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25-year-old patient with an inspiris valve (medwatch # (B)(4)) and a magna mitral valve (this report) implanted in unknown positions has been placed under consideration for a double valve replacement after an implant duration of about 2 or 3 years for unknown reasons. Double mechanical valve replacement was planned. No other information was provided.